Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had an initial period of pain relief but later complained of leg pain. The surgeon determined via CT scans and neuromonitoring that the most proximal implant had breached the ala and was slightly impinging on the nerve root causing the leg pain. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the left side proximal implant using chisels as there was a considerable amount of bone growth on the implant. No other implants were adjusted or removed. The patient is doing better following the revision surgery.